Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "during the procedure, when the arterial catheter guide is inserted, it bends and does not allow the introduction of the device, causing the patient to be punctured with another catheter." No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one arterial guide wire, catheter, and product lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire contained one major kink and one major bend along the body. No other defects or anomalies were observed on the guide wire nor catheter. Microscopic examination confirmed the kinks/bends in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire measured 25 mm from the proximal end. The bend in the guide wire measured 10mm-66mm from the distal end. The guide wire total length measured 345mm which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured 0.510mm which is within the specification limits of .508mm -.533mm per the guide wire graphic. The guide wire was threaded through the returned catheter. Moderate resistance was encountered at the kinked portion of the guide wire, however, the undamaged portions of the guide wire passed as expected. The included IFU informs the user, "care should be exercised that the indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of the material, leading to possible separation of catheter." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The report of a kinked/bent guide wire was confirmed through complaint investigation. Visual inspection revealed one kink and one bend in the guide wire body. The guide wire passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the guide wire kinked during use, and the findings of this investigation , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend of reports of this nature.

Event description:
The complaint is reported as: "during the procedure, when the arterial catheter guide is inserted, it bends and does not allow the introduction of the device, causing the patient to be punctured with another catheter." No patient harm reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "during the procedure, when the arterial catheter guide is inserted, it bends and does not allow the introduction of the device, causing the patient to be punctured with another catheter." No patient harm reported.